Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k060694. This report is number 1 of 2 MDR's filed for the same patient (reference 3006946279-2016-00093 & 00094). Device remains implanted.

Event description:
Patient was revised seven days post-implantation due to disassociation of the humeral head from the baseplate. The humeral head and insert were removed and replaced.